Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the curved tip stapler 30 instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the instrument logs for the instrument (part #470530-08 / lot #2109160025) associated with this event was performed. Per logs, the instrument was last used on 14-nov-2022 on system (B)(4). The instrument had 44 uses remaining after last use. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was reported that the curved tip stapler 30 instrument made a noise and then would not unclamp. Medical intervention may be required in the event that the stapler failed to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved tip stapler 30 instrument made noise and then would not unclamp. Prior to calling, the customer used different instrument to pry the jaws of the stapler instrument off of the artery. The user then replaced with a different stapler and proceeded successfully with no reported patient injury. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no related errors. The procedure was completed with no reported injury. Isi followed up with the initial reporter on and obtained the following additional information: there was no adverse event to the grasped tissue. There was no unexpected tissue removal. There was no bleeding occurred.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in fields h6 and h10. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved tip stapler 30 instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external events to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed initialization. The instrument moved intuitively with a full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired, and unclamped without any issues. The instrument was fully functional. A review of logs found no failures. There was no problem detected. The complaint regarding would not unclamp was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.